Event description:
A 28mm x 16 mm diameter x 13.5cm aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. The pt had 8mm iliac arteries with no tortuosity or calcification. It was reported that the physician used three different size vessel dilators (18f, 20f and 22f) prior to insertion of the 22 french introducer sheath. It was reported that all the dilators were inserted without incident. The physician inserted the 22 french sheath and successfully deployed the bifurcated stent graft without incident. After the stent graft was deployed, the 22 french sheath was removed; however, the left iliac artery was perforated. The physician attempted to deploy a wallstent into the left external iliac artery but was unsuccessful. The physician coil embolized the left limb and performed a fem-fem cross-over. It was reported that the pt was fine and discharged home 2 days later. Qa additional clinical sequelae have been reported.